Manufacturer narrative:
Per the customer, the fluid leak originated from the flowcell area which contains blood. A field service engineer (fse) was dispatched on (B)(4) 2010 and repaired a leak at the flowcell. The fse performed startup, cycled controls, and ran multiple samples with no further issues observed. The root cause could not be determined for this event to date. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) indicating that a bloody leak was coming from the ttm module area of the coulter lh 750 analyzer. There was no death or change to patient treatment associated with this event. There was no exposure to mucous membranes or open wounds reported and operator did not seek medical intervention.